Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown zimmer screw loosened. There was no injury or impact to the patient. Tooth location 19.

Event description:
It was reported that an unknown zimmer screw loosened and was replaced three times with a brand new screw at tooth location #19. There was no injury or impact to the patient.

Manufacturer narrative:
This report is being submitted to relay additional and corrected data to supplement (B)(4). The following sections are being reported: b5: it was reported that an unknown zimmer screw loosened and was replaced three times with a brand new screw at tooth location #19. There was no injury or impact to the patient. D8: correction: no. D11: medical product ¿ zimmer internal hex abutment. Item #: hla5g lot # 63003116. G4: 26 feb 2019. G5: k013227. G7: follow up. H1: malfunction. H2: correction, additional information, device evaluation. H3: yes, evaluation summary attached. H6: device, method, results and conclusion codes. H10: manufacturer narrative and corrected data. The reported device was received for evaluation. Visual inspection of the returned product identified signs of wear due to usage around the threads and the shank. The screw had noticeable gouges around the hex feature. The abutment and implant used with the reported screw were not returned for evaluation. Functional testing of the returned device with a compatible implant and abutment indicated that the returned screw was able to thread into the implant drive feature and secure the subject abutment. The reported condition of "screw loosened" was not confirmed as the subject implant was not returned for inspection and the exact details and conditions of the device usage could not be replicated. Based on the evaluation, the device did not malfunction. There is no evidence that suggests the device did cause or contribute to the reported event. A device history review (DHR) was not completed as the reported device lot is unknown. A complaint history review was not performed as the reported device lot is unknown. A definitive root cause could not be determined. Probable causes as mentioned in the device risk management file include: abutment cone prepped in error; user error, insufficient training, abutment not seated properly; tissue interference and screw not torqued to specification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.